Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus france s.a.s. (Ofr) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. The device was evaluated at ofr. As a result of the evaluation, the following was confirmed. -the cable support on the bending tube was detached, but there was no exposed metal. -the body control unit was completely corroded by the intrusion of water without any water leakage. -the remote switches did not work. -there were deposits and signs of rust on the electronic components of the video connector. From the device evaluation result, the inside of the device was corroded, which may have affected the occurrence of the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by ofr cleared the french guideline. However, based upon the past similar cases, the reported event may have been caused by the following: -there was a difference in the reprocessing method of the device performed by the user facility and ofr. -contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: acinetobacter sp. (3 cfu/100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.